Event description:
I'm using an omnipod 5 and the pdf keeps shutting down and getting into a loop where I can't get to the home screen. I've tried to restart it and it wouldn't restart. This could be solved by getting the iphone app approved. The quality of the pdm is poor and frequently has issues including failure to connect via bluetooth, poor communication with he dexcom, and start up problems. When this happens it puts patients at risk of both hyper and hypoglycemia. When I tried to call their customer service, it was over an hour wait time on the phone. I never got a representative.